Event description:
It was reported that the patient was recently experiencing left side vocal cord paralysis. The reporter states the patient is doing so well on vns that the patient's mother and the patient do not want to make any changes to the treatment. It was also reported that the physician does not think it is much of an issue. The patient is currently set to 1.25 ma and no changes have been made to these settings. Patient has been referred to an ent specialist for a second opinion. Attempts for further information have been unsuccessful to date.